Manufacturer narrative:
Specific sample collection device and centrifugation information have not been supplied by the customer to date. After the customer loaded a myoglobin reagent pack onto the instrument, qc was performing within the customer's established ranges. User error is the root cause of this event.

Event description:
A customer reported to beckman coulter, inc. (Bec) hotline of obtaining "no value" for myoglobin results flagged as indeterminate (ind) on the access 2 immunoassay analyzer for two (2) patients. The customer also reported obtaining "no value" results flagged as ind on qc samples after obtaining the "no value" results on patient samples. While troubleshooting, hotline discovered that a myoglobin pack was missing from the access 2 instrument due to the pack being mis-loaded onto the system. When this occurs, the instrument does not detect either a wrong reagent pack or that no reagent pack is present. Samples were re-analyzed on the same instrument after the customer loaded a myoglobin reagent pack. These results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.